Event description:
The resident was being transferred from her bed to chair with the marisa lift when the clip on the sling (non-arjo-huntleigh) broke. The 2 cna's caught the resident before she hit the floor. The resident did hit her head and hurt her hand. Received x-ray of right hand and first aid. The sling that was used is shown in the pictures and said to be manufactured by t.h.e. Medical. This event info will be sent to them in regards to their sling.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4) ltd (under registration #(B)(4)). As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted under registration # (B)(4). Conformation of the failure was carried out by an (B)(4) investigator (a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR). The marisa lifter was inspected and function tested, with no faults found. The sling used was in a poor condition where the left shoulder clip had broken. The estimated age of the sling was put at 10 years old, based on the labeling. The sling involved that was used with the marisa lifter was another MFR's sling (t.h.e. Medical), unapproved by arjohuntleigh. The marisa lifter was not at fault. As for the sling, this was reported to the relevant MFR. Arjohuntleigh does not approve the use of other MFR's products with arjohuntleigh equipment. Page 7 of the marisa IFU (B)(4) gives the following warning statement: "only use arjo-supplied slings that are designed to be used with marisa." The MFR has closed the investigation. Arjohuntleigh considers this to be a user error since the customer has not complied with the product labeling and used a non-arjohuntleigh sling.